Manufacturer narrative:
The esu and footswitch were thoroughly inspected/tested. The findings were as follows: esu upon powering "on" the unit, there were no saved settings in program #1 and there were many error codes in its log. No errors occurred during testing. All of the outputs were present, consistent, and within specification for both the cut and coag modes. Unrelated to the complaint, and during the technical safety check, the esu's monitoring function for low frequency current leakage did not work properly. As a result, the generator was found not to meet specifications. No anomalies were found in the review of the unit's device history record (DHR). Footswitch a functional test was performed on the accessory and the footswitch met/meets specifications. Based upon the provided information, it is possible that the desired mode (endocut) was not selected or the wrong footswitch pedal was depressed. However, no conclusive determination could be made as to the cause of the event. The customer will be advised of the finding. Additionally, the account will be made aware that the esu does not meet specifications and should not be used (note: the generator is more than 30 years old, and the servicing of the unit had been discontinued for many years.). No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) when removing a polyp. The esu was used with an erbe two (double/dual) pedal footswitch with spacer, ap and ip x8 equipment; part number 20189-027, lot number zy-zz. No information was provided in regards to any other accessory used in the procedure or the equipment settings. Per the account, when depressing a pedal of the unit's footswitch, it delivered "cut" and not "coag" as intended. It was also stated they did not hear the typical 2 tone beeps when activated. There was no serious harm to the patient. Nevertheless, the patient was kept overnight for observation as a precautionary measure.